Event description:
Access 55 articulating stapler wouldn't discharge any staples. Numerous attempts made, and no staples. Another unit tried and discharged just fine. No change in technique with second stapler.